Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pump and catheter were on (B)(6) 2014 due to an infection. The devices were not replaced at this time. The patient recovered without sequela. The event date was indicated to be (B)(6) 2014. The cause of the event, troubleshooting/diagnostics, and treatment interventions were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), product type: catheter. (B)(4). Analysis of the pump revealed no anomaly. Upon device interrogation, it was indicated that the pump contained lioresal.